Event description:
It was reported that the patient developed complications after implantable pulse generator (ipg) system implant. It was further reported there was positioning difficulty during the case. The night of the implant, the patient had a suspected perforation. The patient was taken in for surgery the following day where a perforation was repaired, the lead was revised, cardiac tamponade was present and blood removed from around the heart. High thresholds were observed post implant due to the perforation. The patient had received heparin and developed heparin-induced thrombocytopenia (hit). The patient is reported to have died approximately three weeks post device system implant. The cause of death is reported to be: acute renal failure, hit, ileus and respiratory failure.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. The initial reported event was received on 2014-07-02. Of note, the reportable malfunction and/or serious injury of high thresholds, tamponade and perforation is normally submitted via a bimonthly medwatch report submission that would have been submitted on 2014-10-10. Information was subsequently received on 2014-08-01 and revealed the patient is deceased. As there is new information that reasonably suggests the device has or may have caused or contributed to a death this event no longer qualifies for bimonthly reporting and is therefore being submitted as a 30-day report. (B)(4).